Manufacturer narrative:
The investigation determined that higher and lower than expected vitros phyt quality control results were obtained from vitros therapeutic drug monitoring performance verifiers using vitros chemistry products phyt slides lot 2621-0177-1320 on a vitros xt 7600 integrated system. The assignable cause of the event is an instrument related issue. Historical quality control results showed within laboratory imprecision and the results of a within run precision test were not within expectations. An ortho field engineer performed service actions on the vitros xt 7600 integrated system that included replacing the iwf pump, the iwf tubing, the cm/rt rotor and the dispense blade drive belt and performed the necessary adjustments to the microslide subsystem. A post service within run precision test performed on the analyzer yielded results within acceptable guidelines indicating that the performance of the vitros xt 7600 integrated system had been returned to expectations. In addition, a review of e-connectivity data post service and recalibration confirmed that the vitros phyt quality control results have returned to expectations. Email address for contact office above is :(B)(6).

Event description:
The investigation determined that higher and lower than expected vitros phyt quality control results were obtained from vitros therapeutic drug monitoring performance verifiers using vitros chemistry products phyt slides lot 2621-0177-1320 on a vitros xt 7600 integrated system. Vitros tdm I lot b8375 result of 33.13 ug/ml vs an expected result of 8.10 ug/ml. Vitros tdm iii lot d8377 results of 8.33, 7.82, 22.52, 23.52, 23.68, 23.57, 36.00, 36.63, 23.77, 35.91, 40.00 and 35.74 ug/ml vs an expected result of 29.75 ug/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The higher and lower than expected results were from qc fluids and were not reported outside of the laboratory. The customer made no indication that any patient sample results had been affected or questioned. Ortho has not been made aware of any allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4).